Manufacturer narrative:
Complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure the reamers were found to be dull. No patient injury or adverse events were reported.